Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product pm437r - jaw ins.bip.mini metzenbaum scis.5/310mm. According to the complaint description, the ceramic broke. The piece was discovered on routine x-ray results and immediately removed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. No further data was provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: h6 - codes updated investigation results: the product was not returned. Investigation results are based upon historical data analysis and event description. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Based on the complaint date of january 2016, retrospective review was performed on the production lots of the last 12 months. This concerns the batches: 52811618, 52813443, 52822633, 52826343, 52830999, 52834283, 52838080, 52844191, 52850766, 52857210, 52861087, 52867834, 52869812, 52875869, 52881922, 52884637, 52887720, and 82139812. No abnormalities were found in these batches. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: due to lack of information and without the device, the root cause for the problem could not finally be concluded. There is no indication for a material defect or manufacturing failure. In the event that the product is received, and updated investigation will be performed unsolicited. Based upon the investigation results, a CAPA is not required.